Event description:
During on-site service testing, the co's repair technician reported an infusion pump with a failure code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last co service event. Although co attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. No additional information is known.